Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient stated, " that they stop breathing without using their CPAP device and they are sleeping less that 4 hours a night. Patient stated, "they are exhausted and are experiencing balance issues. Also dealing with a dry cough and sinus issues that developed while using their now recalled device". There is no allegation of serious or permanent harm or injury. Patient stated, "spoke with physician's nurse and was told there is nothing they could do. She does have an upcoming appointment with the actual physician in jan. To discuss how to proceed until she received her recalled device". No medical intervention was specified as required by the patient. The patient reported using an ozone-based disinfection device. The device has been returned to the manufacturer, but evaluation has not yet begun. A follow-up report will be submitted when the manufacturer's investigation is complete.